Manufacturer narrative:
Clarification to d6a implant date: partial date (B)(6) 2004. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. The device remains implanted.

Manufacturer narrative:
Clarification to b3. Date of event: 2024. Additional, changed, and/or corrected data: a2, a4, b3, b5, b6, d4, d6a, h6.

Event description:
Patient reported right side deflation. Healthcare professional later confirmed the event "deflation." The device has been explanted and replaced with non-abbvie device.